Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that the lancets with his onetouch minilancer device would not fully penetrate. The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the device issue occurred on (B)(6) 2015. The patient manages his diabetes with humalog and lantus insulin and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that ¿three and a half hours¿ after the alleged issue he developed symptoms of ¿high ketones and lethargic¿ and that on (B)(6) 2015, he had his blood glucose tested on a onetouch ultra2 meter, giving a result of ¿over 600mg/dl¿ and that he was treated with insulin. At the time of troubleshooting the cca noted that there was no apparent misuse of the meter and that it was not the first time the product had been used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious hyperglycemic event after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/01/2015). The patient¿s lancing device has been returned on 5/15/2015 and evaluated by lifescan product analysis on 5/19/2015 with the following findings:the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.